Manufacturer narrative:
The reported product has been returned and an extended investigation is still pending. A final report will be submitted once investigation is completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the use of abbott diabetes care (adc) device. The customer reported that the sensor failed to alarm when their glucose level was low. As a result, the customer experienced loss of consciousness and was unable to self-treat. The customer had contact with both non-healthcare professional (non-hcp) and healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The sensor was inserted into the sim-vivo fixture with connector key. The sensor was activated with a known good reader and performed smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to software and command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present. The passing of functionality testing was an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the use of abbott diabetes care (adc) device. The customer reported that the sensor failed to alarm when their glucose level was low. As a result, the customer experienced loss of consciousness and was unable to self-treat. The customer had contact with both non-healthcare professional (non-hcp) and healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.